Manufacturer narrative:
The failure duplicated through functional evaluation, disassembly, and visual inspection by the repair technician. Through visual inspection, the bearings were damaged. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.